Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer had experienced high blood glucose level. Customer¿s blood glucose level was 404 mg/dl at the time of incident and 402 mg/dl. Customer treated with manual injection. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.